Event description:
It was reported that the t-handle and locking mechanism and interface to the finger reduction tool keeps sliding off. This was while performing the function before assembling the set before processing. The back slap pole that helps remove the nail (threads are worn); it will not screw into the back of the extraction bolt fully. It was noticed during routine inspection. The lid to the screw rack in volt php came apart on one side. Driving caps for tna nails had a set pin missing which does not keep the spring in place. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.